Event description:
This supplemental report is being filed as the device evaluation was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with the suture sleeve. The reported oversensing is likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensing. Subsequently, a revision procedure was performed. The ra lead was explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported.